Event description:
It was reported that during a procedure for a non-healing jones fracture, that the tip of the driver broke off into the screw head while the surgeon was locking the screw into the plate. The surgeon was locking the screw in by hand. The broken tip was not removed and remains implanted in the screw head. The procedure was able to be completed successfully with no further complications. Product is not available for evaluation. No further details are known at this time.